Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrode non-functional) was confirmed. As received, the electrode belt would not communicate with a test monitor. Upon evaluation, there were several small cuts in the trunk cable. The cause of the non-functional ECG electrodes is the inability to communicate with a monitor. The cause of the inability to communicate with a monitor is a shorted -5v, and lead 1 and 2 pos ECG signal wires. The cause of the shorts is cuts in the trunk cable. The root cause of the cuts cannot be positively identified but is likely physical abuse. No adverse event resulted from the shorted wires.